Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It was reported during primary of proximal humerus fracture, doctor was using a screwdriver to put in a screw, the tip snapped off. Doctor then used another one to complete the procedure. No delay in surgery.